Event description:
The event occurred on an unspecified date and involved a spinning spiros®, closed male luer where the customer reported that during the manipulation of the chemotherapy medication, the spiros connecter was placed in the tip of the set, with a triple check of the material's lock. After 1h50min of infusion, the set came loose from the spiros and the medication leaked out. The event occur during patient use and no one was reported harmed as a result of this event.

Manufacturer narrative:
The device was discarded is not available for evaluation. E1 - contact phone number (B)(6).

Manufacturer narrative:
The complaint on the ch2000s could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was reviewed and no non-conformities were found that would have led to the reported complaint.